Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer. The customer declined further assistance from tandem technical support. No additional information was provided.